Event description:
It was reported that during a colonoscopy at the end of the procedure when the physician was extracting the scope, the tip of the device broke off and was stuck inside the patient. The physician believes it got stuck on a growth next to ther hernia and broke. There was no excessive bleeding or any serious injury to the patient during that time. The patient was transported via ambulance to the hospital where the tip was successfully retrieved using x-ray guidance. The patient was discharged in good condition the following day.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. If additional information or if the device is received at a later time, this report will be supplemented.